Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator exchange procedure a nick was noted on the right ventricular (rv) lead insulation. No other malfunctions were noted on the rv lead. The physician elected to place an extra suture sleeve with medical adhesive over the nick. The lead remains implanted and in use. The patient condition was stable.